Manufacturer narrative:
E1: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope had a broken protrusion. The intended procedure was an unknown therapeutic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation of broken protrusion was confirmed. Based on the results of the investigation, it is likely that the malfunction occurred due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.